Event description:
It was reported that, this pacemaker was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) from another company. The device was programmed off and remained implanted. However strange signals were seen, and this pacemaker was found to be operating in safety mode. The technical services (ts) discussed consequences and recommended to explant this device. With all the current available information this device remains in service. No adverse patient effects were reported.